Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to archieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after uneventful clip deployment, the pt's groin continued to bleed. Manual compression was applied to achieve hemostasis. There were no reported pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary: the returned device was rec'd fully clip deployed. External observations found that the components were in the correct deployed positions. The tubes were correctly aligned, the sheath was completely slit to its distal tip, the thumb advancer was aligned with the finish arrow, the safety release button was fully distal with no movement and the vessel locator button was fully proximal and moved freely. The cylindrical body was 1mm distal of the tube set indicating the vessel locator wings were not fully collapsed into the tube set although they appeared to be during the external observations. The vessel locators were found partially collapsed and bent into the tube set, indicating they were stressed during deployment. Clip tine witness marks were present at the distal end of the tube set, indicating the clip had been deployed. There was no other damage or abnormalities detected during the investigation. The vessel locator wing bent state prevented them from fully collapsing into the tube set. Damaged vessel locator wings during deployment can affect clip deployment resulting in a failure to achieve hemostasis. There was no info provided as to how the locator wings were damaged or whether or not the pt's anatomy was a contributing factor. Therefore, the root cause for the device not achieving hemostasis could not be determined; however, it appears to be related to the context in which the device was used. No mfg issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.